Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported intermittent audio output could not be confirmed. A root cause could not be determined.